Manufacturer narrative:
Qn#(B)(4). Evaluation: no product was returned for evaluation. A device history record review was conducted for the lot number/serial number with no relevant findings. The device passed all manufacturing specifications prior to release. Conclusion: the reported complaint of tight over spring wire guide is not able to be confirmed. The root cause of the complaint is undetermined. If the sample is returned at a later date, a full investigation will be completed.

Event description:
It was reported via a call from the rn in cardiac surgery that while inserting a 30cc fiberoptix sensor (fos) intra-aortic balloon (iab) catheter the iab would not load over the .025 spring wire guide (swg) that was in the kit. The central lumen seemed too small at the tip of the iab. They replaced the swg with a .018 that they had on hand and were able to backload the iab. There were no complications and the same iab was inserted with no further issues. The intra-aortic balloon pump (iabp) was currently supporting the post coronary artery bypass graft (CABG) patient.

Manufacturer narrative:
(B)(4).

Event description:
It was reported via a call from the rn in cardiac surgery that while inserting a 30cc fiberoptix sensor (fos) intra-aortic balloon (iab) catheter the iab would not load over the .025 spring wire guide (swg) that was in the kit. The central lumen seemed too small at the tip of the iab. They replaced the swg with a .018 that they had on hand and were able to backload the iab. There were no complications and the same iab was inserted with no further issues. The intra-aortic balloon pump (iabp) was currently supporting the post coronary artery bypass graft (CABG) patient.